Event description:
Customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. Customer also had a bladder infection. Troubleshooting was performed and pump appeared to be operating normally.